Event description:
The customer called to report unexpected high blood glucose levels. The reported blood glucose reading was 236 mg/dl. The customer also stated that insulin may have leaked from the reservoir during this time. Troubleshooting was performed, and insulin did leak from the reservoir and tubing connection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.